Manufacturer narrative:
The complainant was unable to provide the lot number. Therefore, expiration and manufacturing dates cannot be determined. The complainant has indicated that the product has been disposed of and the device will not be returned. Therefore, a failure analysis of the complaint device could not be completed. At this time, we are unable to determine the relationship between the device and the cause of this event. If additional relevant information is received, a supplemental medwatch will be filed.

Event description:
A genesys hydrothermablation procerva procedure set was used during a hydrothermablation (hta) procedure performed on (B)(6) 2012. According to the complainant, at approximately five minutes into ablation, three "fluid loss" alarms occurred, initiating the automatic cool down phase. Hospital staff prematurely turned the unit off prior to the cooling phase completion and the attending physician removed the sheath from the patient. Subsequently, heated saline leaked from the sheath onto the patient. The procedure was aborted and there was no cervical leak noted during the procedure. Upon removal of the sheath however, a burn was observed as one continuous area from the vulva to the buttocks. The size of the burn was approximately 4 to 5 mm in width and approximately 12 cm in length. Silvadene cream and topical lidocaine jelly were administered to the burn, classified as second degree in severity. Additionally, an unknown type of pain medication was administered. Additional follow up received confirmed there were no further complications reported with this event. The patient is reported to be "healing." An additional attempt has been made to obtain patient follow up details with no response from the clinician.